Event description:
Caller reported pump malfunction 199, indicating a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, but the malfunction persisted, leading to a decision to replace the pump. The caller will use multiple daily injections (mdi) as a backup therapy until the replacement arrives. Additionally, instructions were provided to place the pump into storage mode and return it with a prepaid label within 10 days, which the caller acknowledged.